Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver compressors were cycling on and off while the driver was connected to wall air at (B)(6). The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. The companion 2 driver was returned to syncardia for evaluation. Visual inspection of the driver's external components did not revealed any abnormalities. A review of the driver's electronic patient file revealed numerous "external air connected" notifications. This is an indication that the necessary conditions required for the driver to operate exclusively on external air were not consistently met, thereby causing the driver to disable the "external air connected" icon and activate the compressor. This confirmed the customer-reported issue of the compressor turning on and off. The manual pressure regulator set point was found to be out of the specified range, which indicated a potential malfunction of the manual pressure regulator. The issue with the manual pressure regulators in relation to compressor cycling is being investigated in a CAPA (corrective or preventive action). The CAPA will document the investigation including, but not limited to, potential root cause and corrective actions associated with compressor cycling because of a malfunction of the manual pressure regulator. Despite the customer-reported compressor cycling, risk to the patient was low because the driver continued performing its life-sustaining functions. The compressors are designed to maintain tank pressure in the event the driver is disconnected from an external air source and serve as a backup air supply to support the patient during temporary situations when wall air supply is not available. With wall air connected, the compressor cycling does not present a risk since the driver's main air tank has an overpressure relief valve to vent excess pressure. After replacement of the manual pressure regulator, the driver performed as intended and passed all performance testing requirements. The driver was serviced before being released to finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver compressors were cycling on and off while the driver was connected to wall air at (B)(6) hospital (B)(6). The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the companion 2 driver's compressor was cycling on and off, it did not prevent the driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for investigation. The results of the investigation will be provided in a follow-up MDR.